Event description:
It was reported that during insertion, the lens became stuck in the inserter and came out in separate places. The incision was enlarged to remove the pieces and another lens was inserted. The inserter that was used during this event is reported under 1119279-2012-00218.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.